Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, bent turret 2 was observed. The service repair technician assessed the condition and determined that the damage was most likely due to component failure. There was no patient involvement.